Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to interrogate. Technical services (ts) was consulted but troubleshooting was unable to be performed since the patient was not available. This s-ICD remains in service. No adverse patient effects were reported.